Event description:
It was reported that during a stenting treatment procedure, stent damage and withdrawal resistance occurred. The 99% in-stent restenosed target lesion being treated was located inside of a non-bsc stent in the moderately tortuous left circumflex (lcx) artery. Pre-dilation with an unspecified balloon catheter was performed. A 2.50x12mm taxus element stent delivery system (sds) was then advanced to the lcx and became stuck with the guide wire or lesion. Another round of pre-dilation was performed with an unspecified balloon and the taxus element sds was again advanced and encountered resistance upon removal, once outside of the patient it was noted that the stent edge was lifted. Another round of balloon angioplasty was performed to complete the procedure. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a stenting treatment procedure stent damage and withdrawal resistance occurred. The 99% in-stent restenosed target lesion being treated was located inside of a non-bsc stent in the moderately tortuous left circumflex (lcx) artery. Pre-dilation with an unspecified balloon catheter was performed. A 2.50x12mm taxus element stent delivery system (sds) was then advanced to the lcx and became stuck with the guide wire or lesion. Another round of pre-dilation was performed with an unspecified balloon and the taxus element sds was again advanced and encountered resistance upon removal, once outside of the patient it was noted that the stent edge was lifted. Another round of balloon angioplasty was performed to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified distal stent damage. Struts on the first row from the distal end were raised distally. Struts on the second row were misaligned. The tip was slightly flared. The balloon was tightly wrapped and was not subjected to any positive pressure. No issues were noted with its profile that could have potentially contributed to the complaint incident. Kinks were present throughout the entire length of the hypotube. Solidified blood was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).